Event description:
The customer was hospitalized for diabetic ketoacidosis as well as spilling large ketones. The customer also mentioned that she was pregnant and had been having problems controlling her blood glucose levels due to the pregnancy. Troubleshooting was performed and the insulin pump passed the prime test. The tubing clamp was not available for the high pressure test.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.